Event description:
Medtronic received information that this bioprosthetic aortic valve was replaced due to stenosis noted by echo (peak 83 mmhg and mean 63 mmhg) and non-structural dysfunction relating to fibrin overlay. The patient has history of congenital bicuspid calcification. No alleged deficiencies related to the performance of the device and no patient complication was indicated on explant information form. The device was replaced with a different bioprosthetic valve. No adverse patient effects were reported.

Manufacturer narrative:
Device history review found the product met specifications when released for distribution. Analysis: received in an explant kit, 0.2% glutaraldehyde. The gross analysis shows that the stenosis was due to thrombus in all cusps. All cusps are in the closed position. The leaflets are very stiff and intact on the inflow. Pannus is present on the inflow and outflow aspects of the valve. Thick brown thrombotic appearing host material fills and stiffens all cusps on the outflow. Radiography shows no evidence of mineralization in the valve tissue. Review of the device history record shows that the valve met manufacturing specifications when released for distribution. Conclusion: reduced performance, lack of effectiveness related to patient condition. Product explanted and replaced without reported adverse patient effect.